Event description:
Rep reported that the hospital has a pt with an unseated valve. The pt is doing well and has been with the valve in this condition for approx 3-4 yrs. Since the pt is asymptomatic there is no plan to revise it. The pt is being monitored.

Manufacturer narrative:
It has been communicated that the device is still implanted in the pt. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.